Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device was leaking out into the inner bag. Event occurred during post compounding, prior to use by customer. The leak was contained within sealed over the pouch and there was no injury or medical intervention as a result of this event. The patient had to be delayed for treatment to the next day.